Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
It was reported that the cardiohelp displayed the error message ¿art bubble sensor defective¿. The cardiohelp was exchanged during treatement. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp displayed the error message ¿art bubble sensor defective¿. The cardiohelp was exchanged during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and the error message ¿art bubble sensor defective¿ could be confirmed on the date of event. An exact root cause could not be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor). Environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage). Sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2022-08-10. The device history record (DHR) of the cariohelp (material: 701048012, serial: (B)(6) was reviewed on 2024-01-11. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "cardiohelp displayed the error message ¿art bubble sensor defective¿" could be confirmed within the logs files, but could not be replicated by the getinge service technician. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.